Event description:
The biomedical engineer (bme) reported that there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. He stated that the information gaps are consistently occurring despite extensive troubleshooting having been performed with the assistance of his facilities network engineering team. He also stated that the issue is isolated to one specific room in the department. During the troubleshooting process. They discovered that the access point used by the transmitter was actually competing with two other access points in close proximity to the room that is being affected. Additionally the transmitter associated with the reported problem was swapped out with properly functioning devices and the issue still remained. It was determined, with assistance from the network engineering team, that any device that was assigned to the room would experience unusual hand off activity from one access point to another. After multiple attempts to resolve the issue it was decided that they would request for the network provider to turn down the eirp. This step initially resolved the reported issue, but the problem reemerged once again. They are requesting on-site support to work alongside the facilities network engineering team to verify the signal strength being transmitted to the access points located in the affected room.

Manufacturer narrative:
The biomedical engineer (bme) reported that there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. He stated that the information gaps are consistently occurring despite extensive troubleshooting having been performed with the assistance of his facilities network engineering team. He also stated that the issue is isolated to one specific room in the department. During the troubleshooting process. They discovered that the access point used by the transmitter was actually competing with two other access points in close proximity to the room that is being affected. Additionally the transmitter associated with the reported problem was swapped out with properly functioning devices and the issue still remained. It was determined, with assistance from the network engineering team, that any device that was assigned to the room would experience unusual hand off activity from one access point to another. After multiple attempts to resolve the issue it was decided that they would request for the network provider to turn down the eirp. This step initially resolved the reported issue, but the problem reemerged once again. They are requesting on-site support to work alongside the facilities network engineering team to verify the signal strength being transmitted to the access points located in the affected room. No patient harm reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: gz-130pa sn: (B)(4). Telemetry transmitter (test device) model: gz-130pa sn: (B)(4).